Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for lot number. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Inhouse testing of a retained kit suggested that the performance of the lot is as expected. Based on the investigation, no systemic issue or deficiency with the alinity I prolactin reagent lot was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated alinity I prolactin results were generated for two patient samples. The elevated values did not match the clinical history. Testing of the samples at different laboratories generated lower values using alternate methods. The following data was provided. Patient 1 sid (B)(4): drawn on (B)(6) 2021. Alinity 44.72 and siemens 9.80 ng/ml sid (B)(4): drawn again on (B)(6) 2021. Alinity 43.49, siemens 11.0, dxl 17.79 and roche 17.0 ng/ml patient 2 sid (B)(4): drawn on (B)(6) 2021. Alinity 74.52 and siemens 14.5 ng/ml sid(B)(4): drawn again on(B)(6) 2021. Alinity 60.82, siemens 11.0, dxl 17.63 and roche 20.0 ng/ml. No adverse impact to patient management was reported.